Event description:
Healthcare professional reported " ruptures" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non-penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6(b), h6.